Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that one of the wires detached from the base of the sheath on the ncircle tipless stone extractor where it comes out of the sheath. This occurred towards the end of the procedure and the same device was used to complete the ureteroscopy with laser lithotripsy procedures. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation / investigation: a visual inspection and functional testing of the returned device was conducted. A review of complaint history, the device history record, instructions for use, quality control data, and specifications was also performed. One device was returned for investigation. A functional test noted the handle actuated the basket formation without issue. A visual examination noted that one wire has pulled out of the distal cannula. The loose wire appears it was caught on something. There was no other damage noted. A review of the device history record found no non-conformances associated with the complaint device lot number. A review of complaint history for this device lot revealed this complaint is the only one associated with lot number 8509642. As found in the instructions for use (IFU) precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have one of the basket wires pulled free from the basket cannula. The detached wire was also slightly bent, indicating the wire was likely caught on something during use, which pulled the wire from the basket cannula. Devices are inspected for damage and functionality prior to packaging, including a pull test. The observed damage likely occurred during handling/use of the device. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.